Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit passed rewind, basic occlusion test, occlusion test, prime compromised force sensor error test, excessive no delivery test and displacement test. The unit was received with all buttons responding properly. There was no button error alarms noted. The unit was received with cracked case at display window corners. The unit was received with minor scratched lcd window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. Nothing further reported.